Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case the surgeon said the screwdriver shank was stripped and the screw wouldn¿t fit on it and the trial liner wouldn¿t fully seat to the cup. No further information is available. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.